Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoid. According to the reporter: after firing the stapler, only half of the staple line was completed. The procedure was converted to open surgery to correct the problem. There was no unanticipated tissue damage. There was no unanticipated tissue loss. There was no bleeding over 500cc. There was an extension of operating time greater than 30 minutes.